Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope produced a b30 scope communication error code. The issue was found during inspection for use of the device. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported lens defect was confirmed. However, the b30 error code could not be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and e226 error code was displayed. A definitive root cause could not be identified reported malfunctions. Based on the results of the investigation, it is likely that corrosion on the plug unit caused no image on display and e226 error code. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.